Event description:
It was reported that the patient presented to clinic having received a patient notifier for out of range pacing lead impedance. The lead was capped due to high capture thesholds, oversensing, and high, out of range pacing lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.